Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. Following implant, the patient experienced pain in the back of their neck and up to their head, causing a constant headache. During a regular follow-up on (B)(6) 2023, the patient's therapy was disabled which resolved the issue. The therapy was left off to give the patient more time to heal post-operatively. During a scheduled follow-up on (B)(6) 2023, the patient did not want the device turned back on and was scheduled to meet with the surgeon to discuss explanting the device. As of (B)(6) 2023, the patient was not ready to have the device turned back on. A follow up was scheduled for three months out to reevaluate turning the device back on. The patient was seen on (B)(6) 2024 and the device was turned back on. The patient felt the stim again which was described as a feeling of continuous electricity at the site of electrode. A decision was made to leave the device off and the patient will be seeing the surgeon to discuss options for explant. The patient was seen on (B)(6) 2024 for surgical consultation and a decision was made to explant the device. The patient's barostim system was explanted on (B)(6) 2024. The patient was discharged on the same day.

Manufacturer narrative:
Updated fields: the analysis results indicated the device performed as expected and there was no manufacturing issue identified. Based on the information received, the root cause the cause of the reported event could not be conclusively determined. Cvrx ID#: (B)(4).